Manufacturer narrative:
We have not received the device for evaluation. However, we were able to confirm the reported incident from the pictures of the defect provided to us by the complainant. We observed both of the common carotid balloon and internal carotid balloon to be inflated unsymmetrically. Our manufacturing team does conduct 100% inspection on each device and test them for balloon functionality. Each of the common and internal carotid balloons are inflated with air using a syringe and then inspected to ensure balloons open concentrically. However, it is possible that during manufacturing, the balloons in this device were poorly assembled which led to non-concentric inflation of the balloon. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of similar nature for devices from this lot. We currently have a CAPA (corrective action preventive action) to address this issue. There was no injury to the patient as the result of this incident.

Event description:
The balloons of the shunt were found to be off-centered. Surgeon also experienced difficulty positioning the balloons of the shunt in the patient's artery since it kept coming out during the procedure.